Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A post- accelerated stress test 2 hour 15 min 8500 ml simulated treatment was performed and completed with no problems or failures. The system air leak test passed. The valve actuation test passed. The teach pump test passed. There were visual indications of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump assembly. The cause of the observed dried fluid and fluid could not be determined. Mushroom head checks passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the event is unconfirmed. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient successfully underwent outpatient umbilical hernia surgery on 27/jun/2019. The event was noted when reviewing a discharge summary provided by the user facility for an unrelated event. During follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn), the pdrn was uncertain if the patient¿s hernia existed prior to the start of pd therapy in november of 2017. However, he was certain pd therapy (not the device, rather the therapy itself) created or exacerbated the hernia, given the patient¿s abdominal pain prior to surgery. The patient¿s hernia repair was performed as an elective outpatient procedure. The pdrn stated the patient continued pd therapy following the surgery, utilizing the same liberty select cycler as before surgery and has recovered from the event. The pdrn reported the liberty select cycler did not malfunction in anyway.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse event of an umbilical hernia, characterized by abdominal pain, which warranted surgical intervention. While there is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused the events. The liberty select cycler cannot be excluded from having a possible contributory role in the creation or exacerbation of the patient¿s umbilical hernia. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure created during pd therapy. During therapy, this pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter (not a fresenius product) also increases the risk of hernia formation. Plant investigation: the device was not returned for a manufacturer evaluation of the reported events. A records review was performed on the serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Note: the serial number for the liberty cycler at use during this event was not provided by the initial reporter. A query was performed for the cycler registered to the patient at the time of the event and this report was updated with the details of that serialized device.

Event description:
It was reported that a peritoneal dialysis (pd) patient successfully underwent outpatient umbilical hernia surgery on (B)(6) 2019. The event was noted when reviewing a discharge summary provided by the user facility for an unrelated event. During follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn), the pdrn was uncertain if the patient¿s hernia existed prior to the start of pd therapy in (B)(6) of 2017. However, he was certain pd therapy (not the device, rather the therapy itself) created or exacerbated the hernia, given the patient¿s abdominal pain prior to surgery. The patient¿s hernia repair was performed as an elective outpatient procedure. The pdrn stated the patient continued pd therapy following the surgery, utilizing the same liberty select cycler as before surgery and has recovered from the event. The pdrn reported the liberty select cycler did not malfunction in anyway.